Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to having symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the emergency room (ER). The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to having symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the emergency room (ER). The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. The allegation was undetermined. The probable cause could not be determined. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.